Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed that on the event date an occlusion alarm was not confirmed for two and a half hours and a partially charged battery was installed thereafter. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up to the verify screen with auditory and vibratory features. All the buttons responded properly. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specifications. The reported battery life issue was attributed to a use error in that an alarm was not confirmed for over 2 hours and a partially charged battery being used thereafter. The investigation was unable to duplicate the reported battery life issue. Unrelated to the reported battery life issue, the display was dim and discolored and the battery compartment was found to have cracked from the threads to the base seal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life was less than expected. Reportedly, the battery compartment and cap was undamaged, and there was no evidence of moisture or corrosion in the pump. The pump was not available at the time of the call and the reporter was to call back to complete the alarm history review. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.